Event description:
A us distributor reported that a patient was experiencing adjust belt messages and alarms.

Manufacturer narrative:
Electrode belt was returned and investigated. The reported problem (adjust belt messages and alarms) was able to be duplicated, but the distributor found that the u1 was shorted in ECG c. The root cause of the of the shorted could not be positively identified. There was no adverse event that resulted from the damaged belt.